Manufacturer narrative:
Patient information not provided/unknown. Device lot number unknown/not provided

Event description:
The doctor reports that the placement driver (impdts) gets stuck to the implant in the middle of surgery when placing and removing the driver from implant. It only happens with the implants of a 3.25 platform. Short or long. Doctor was able to complete surgery manually.

Manufacturer narrative:
One certain® driver tip was returned for inspection. Visual inspection revealed moderate wear about the hex tip of the driver. The o-ring is in fair condition and does not require replacement.the product was functionally tested, and the driver functioned correctly, disengaging and engaging as normal. The alleged stuck driver event could not be recreated with the driver, and is considered unconfirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A root cause for the complaint could not be determined.